Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the no audio symptom, which was confirmed and reproduced during evaluation. The condition was caused by the back flex tail not being seated into the input/output printed circuit board (I/o pcb) properly. The tail was resecured to correct this condition.

Event description:
During baxter's evaluation of a spectrum pump, the device had no audio. There was no patient involvement.